Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Provided x-rays were reviewed by a hcp and there was no evidence of loosening; overall fit and alignment of the devices was appropriate. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medial products: articular surface; p/n: 00596203212, l/n: 61790661; stemmed tibial component; p/n: 00598003701, l/n: 61851085; palacos r 1x40 single; p/n: 00111214001, l/n: 71754254; femoral component; p/n: 00576401551, l/n: 61862150; all poly patella; p/n: 00597206529, l/n: 61844281. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00509, 0001822565 - 2019 - 02850 . Product location is unknown.

Event description:
It was reported patient was revised approximately 8 years post-implantation due to pain and loosening. The bearing and tibia were revised. Attempts to obtain additional information have been made; however, no more is available.